Event description:
The explanted generator was received and product analysis is being performed. No additional relevant information has been received to date.

Event description:
Generator analysis was performed. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.

Event description:
The patient was experiencing pain radiating from her chest to the lead site. Medical professional was unsure of the cause of the pain and the patient was referred for replacement. It was reported that her generator would be disabled. Patient had a generator replacement occur. The explanted generator has not been received to date. No additional relevant information has been received to date.